Event description:
It was reported that a customer received a box of cartridges with nine cartridges instead of the expected ten, indicating a packaging count discrepancy for disposable cartridges. Symptoms included no clinical effects. Outcomes included no impact on health or therapy. Investigation included customer and internal communication of packaging and fulfillment processes. Investigation of this case revealed a likely fulfillment or packaging error affecting the cartridge count, with no device performance issues identified for the ilet system or its components. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing or distribution process error related to packaging count.

Manufacturer narrative:
Initial.